Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during a bolus delivery. The customer reported a blood glucose (bg) level of 286 (mg/dl). A manual injection was delivered to address bg level. Troubleshooting with tandem technical support did not reveal any issues with the pump or supplies. The customer will meet with a field representative for further assistance.